Event description:
When starting to administer heparin to patient, approx 0.2cc was administered, when plunger suddenly broke off. Remainder of medication was administered without further incident. No pt or employee harm.